Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted a piece of the distal tip of the cannula had broken off. The root cause of the event is likely the result of external force applied on the cannula in combination with lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: the distal end of the cannula was damaged during a robotic surgery. Septum cer check list for the information about devices inserted/removed into/from the trocar is not available. Any answers for the following questions were not obtained. Whether or not the distal end of the cannula contacts any other instruments inside the patient cavity. At what angle the trocar was tilted? Initial investigation report by (B)(4): the event unit was returned to olympus and visually inspected. The distal side of the cannula was not missing a portion but cracked. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Type of intervention: na. Patient status: no patient injury.